Event description:
Customer reported he had experienced some low in the 50 mg/dl range and high in the mid 200 mg/dl. Customer stated he had problems with bones hurting when leaning on it while wearing the device when he slept. Customer declined being transferred for troubleshooting assistance. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.